Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during a pulse generator implant procedure, the programmer froze and exhibited a loss of output. No additional information was reported.